Event description:
It was reported that the patient underwent a gynecological procedure in 2004 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted due to rectocele, enterocele and posterior prolapse. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent a mesh excision and double filled cystoscopy on (B)(6) 2012, due to interstitial cystitis, and mesh erosion of the posterior perineum. It was reported that the patient underwent a mesh revision of rectocele, with repair of mesh erosion with alloderm on (B)(6) 2006, due to mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.